Event description:
It was reported that the foley catheter turned green, but the patient urine was not green it was yellow. Let the patient knew they might need to clean the bag with vinegar and water or soapy water. Also advised patient to contact doctor's office. Per follow up via phone on 09mar2023, it was reported that the patient used a different brand of foley catheters. They had it changed on 06mar2023, but now experienced a urinary tract infection (uti) and was prescribed antibiotics by doctor. Per follow up via phone on 10apr2023, it was reported that the customer was able to switch catheters which so far seem to be working great for them. The customer did confirm the catheter caused the urinary tract infection (uti), but also confirmed that their physician let them know, they would continue to develop them as long as they used the catheters. Medical attention was sought, and antibiotics were prescribed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. Potential root cause for this failure mode could not be chosen due to insufficient information. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter turned green, but the patient urine was not green it was yellow. Let the patient knew they might need to clean the bag with vinegar and water or soapy water. Also advised patient to contact doctor's office. Per follow up via phone on (B)(6) 2023, it was reported that the patient used a different brand of foley catheters. They had it changed on (B)(6) 2023, but now has a uti and was prescribed antibiotics by doctor.